Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: faulty batteries.specific component(s) involved: external battery malfunction.additional text: batteries loosing charge within an hour.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; other interventions; replacement of external battery.other intervention : pbu changed.implant device type: lvad.